Event description:
It was reported that the manufacturer¿s representative (rep) was present to shut off the patient¿s system prior to an unrelated surgery for the patient, and noticed the impedances were greater than 10 for all pairs with electrode #10. The open circuit was first noticed the day of the report. It was reviewed that it was o.k. To use cautery in presence of an open circuit. The rep. Later reported that the patient was having a spine surgery and the rep. Shut his system off and checked impedances for the surgeon. The rep. Had not heard or seen from the patient since. The patient¿s physician they used for therapy noticed it was a new problem but wasn¿t diagnosed by them and he had not seen the patient recently. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).